Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an ins migration which was suspected to be caused by physical force or activity but was not confirmed. Troubleshooting was performed by the healthcare provider (hcp) but was not specified. They also had a suspected infection with redness, swelling, and fluid discharge. Antibiotics were required. The patient was experiencing pain, discomfort/soreness/pinching, a return of baseline symptoms of urinary incontinence, discharge/wound weeping, and incision reopening/splitting open. The physician was trying treatment before explant. The issue was ongoing.